Manufacturer narrative:
The insulin pump was received with intermittent up button due to moisture damage on the keypad trace. No button error alarm noted. The insulin pump has cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corners, broken belt clip slot, cracked lcd window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
A nurse called and reported the insulin pump alarmed with a button error and customer had reverted to a back-up plan. The customer's blood glucose was not known, but customer had not been hospitalized. The insulin pump will be returning for analysis.